Event description:
The user attempted to perform sbs to place the stents in the hilar bile duct. He advanced two delivery systems of zilbs-635-8-10 at the target site and he pulled the handle to deploy the stent in the left bile duct first. However the stent was not deployed at all even the handle was completely pulled. The user found the handle and the cannula with the hub moved freely but the stent was still not deployed at all. He gave up on using this device for sbs and placed zilbs-635-8-8 as sis instead to complete the procedure. Lab evaluation 03 may 2022. Visual inspection: red safety lock not returned,and outer sheath is separated approx. 28,5cm from the distal end. Functional inspection: device flushed with no issues, 0.035 inch wire guide passed with no issues, and stent would not deploy from the outer sheath. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the zilbs-635-8-10 device of lot number c1746424 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 03 may 2022. On evaluation of the device separation was observed on the outer sheath approximately 28.5cm from the distal end. The red safety lock was not returned. The device flushed as expected and a 0.035-inch wire guide passed without issue. The stent would not deploy from the outer sheath. Document review: prior to distribution all zilbs-635-8-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-8-10 of lot number c1746424 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date there is no evidence to suggest that there are any manufacturing issues associated with lot number c1746424. There is no evidence to suggest the user did not follow the instructions for use (ifu0065-3). The japanese packaging insert c-es1207m03 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the patient`s anatomy compressing the flexor making stent release difficult. It is known that the target location was the hilar bile duct. Although it is stated that the physician did not experience any resistance while advancing the device it is possible that the angle/ position of the device in the hilar bile duct could have applied pressure which could have contributed to the separation of the outer sheath. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report are being submitted due to the completion of the investigation.